Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found the "fingers" of the plunger clamps were too narrow to pick up pipette tips in the reported problem area of the pipetter assembly. The "fingers" on the plunger clamps were adjusted. The instrument was inspected, tested without further problem, and returned to service.